Event description:
Inserting PICC, cannulated brachial vein with needle guidewire. The introducer had difficulty going through skin and was found to be kinked, unable to pass PICC through introducer. Obtained new sterile introducer, reinserted guidewire, removed kinked introducer and inserted new introducer. As new introducer advanced, noted that the guidewire was no longer visible. Carefully removed to introducer to snag the guidewire and it was already under the skin. ER doctor called immediately. Xray of arm and chest ordered. Patient to go to or for retrieval of foreign body. Patient was restless and hallucinating at the time of the event. The guidewire was removed in surgery.